Manufacturer narrative:
The reported event was confirmed during evaluation of the thermogard console (sn (B)(4)). The root cause is due to a defective optic sensor board. Evaluation of the console revealed that upon power up, only one of two amber optic sensor led indicator illuminated on the optic sensor board. Upon insertion of the air trap only one of two green optic sensor indicator led illuminated on the board. This resulted the console not to go on standby mode. After replacement of the air trap block assembly, the console was functionally tested and passed all final specification without further issue observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Manufacturer narrative:
Zoll (B)(4) has not yet received thethermogard console for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The thermogard ivtm system (sn: (B)(4)) is a new unit and zoll (B)(4) checked the system before shipping it to the customer. During investigation, one orange led was illuminated before inserting the air trap into the system. The air trap then was inserted; however, the system did not go into a standby mode and just one green led was illuminated. No patient involvement was reported.